Event description:
Received a phone call from the hospital staff stating the instrument has a part that has fallen off. This was discovered at start of surgery at (B)(6). Another identical device was immediately available.

Manufacturer narrative:
Device investigation in process, but not yet complete.